Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the call that the insulin pump was did not deliver the bolus. The customer blood glucose level was 366 mg/dl at the time of incident and the current blood glucose value was 323 mg/dl. The customer report they did not feel ok. The insulin pump will not be returned for analysis.